Event description:
It was reported that: "ring on constrained liner broke. Patient dislocated and was revised to a 0 degree constrained liner."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. The lot code for the reported device was not provided. The x-rays and medical records were requested, but not provided. There are many variables that affect hip stability and without additional medical or patient information, the exact cause of the dislocation cannot be determined. However, the cause of dislocation cannot be determined. However, the cause of dislocation is more than likely not device related, but rather associated with patient and clinical factors. Dislocation is a known adverse effect of total hip arthroplasty. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.